Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic device interrogation, they were unable to establish telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was sent home and they were also unable to complete a remote interrogation. Boston scientific technical services (ts) discussed bringing the patient back in for further evaluation and to consider performing a reset of the telemetry using a magnet. The patient came in a few weeks later and a magnet reset was performed. Tones were heard, however the field representative was still unable to establish telemetry. The magnet reset was repeated and tones were again audible. The field representative stated that they were able to get further with the interrogation, but telemetry timed out. Boston scientific technical services (ts) discussed that the physician may want to consider replacing the s-ICD due to telemetry concerns. A second programmer and another magnet reset was attempted and the field representative was able to obtain a successful interrogation. It is thought that the telemetry antennae is under the muscle. The smartpass feature was successfully programmed on. Two days later the smartpass feature was noted to be off and noise was seen on the s-ECG. Boston scientific technical services (ts) reviewed and found that smartpass feature had disabled due to bradycardia and no undersensing was observed. Ts discussed possible causes of noise and noted no oversensing. Ts stated that it was physician discretion as to if any further investigation into the cause of the noise would be determined. At this time the clinic opted to continue to monitor the patient. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the clinic continued to experience telemetry connection issues with the s-ICD. Several magnet resets were performed with the same result. They were able to hear tones from the device so they could verify that it was likely functional. Boston scientific technical services (ts) was consulted and suggested explanting the s-ICD due to the on going telemetry challenges. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during an in-clinic device interrogation, they were unable to establish telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was sent home and they were also unable to complete a remote interrogation. Boston scientific technical services (ts) discussed bringing the patient back in for further evaluation and to consider performing a reset of the telemetry using a magnet. The patient came in a few weeks later and a magnet reset was performed. Tones were heard, however the field representative was still unable to establish telemetry. The magnet reset was repeated and tones were again audible. The field representative stated that they were able to get further with the interrogation, but telemetry timed out. Boston scientific technical services (ts) discussed that the physician may want to consider replacing the s-ICD due to telemetry concerns. A second programmer and another magnet reset was attempted and the field representative was able to obtain a successful interrogation. It is thought that the telemetry antennae is under the muscle. The smartpass feature was successfully programmed on. Two days later the smartpass feature was noted to be off and noise was seen on the s-ECG. Boston scientific technical services (ts) reviewed and found that smartpass feature had disabled due to bradycardia and no undersensing was observed. Ts discussed possible causes of noise and noted no oversensing. Ts stated that it was physician discretion as to if any further investigation into the cause of the noise would be determined. At this time the clinic opted to continue to monitor the patient. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the clinic continued to experience telemetry connection issues with the s-ICD. Several magnet resets were performed with the same result. They were able to hear tones from the device so they could verify that it was likely functional. Boston scientific technical services (ts) was consulted and suggested explanting the s-ICD due to the on going telemetry challenges. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the device was unable to be interrogated but did elicit tones. Visual inspection found no anomalies. Detailed analysis found that the telemetry was not working until the device was cooled down. Analysis confirmed the field allegation and determined the inability to interrogate the device was likely due to an issue with the rf circuit creating a shortened telemetry rf wake-up.